Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported experiencing diarrhea this week. Additionally, the patient reported some "stomach problems." The patient went on to state that they received a cholera vaccine and as a result needed to have a CT scan and an ultrasound, but turned the ins off for both tests. The patient also reported a fall, but stated that this occurred after the symptoms started and did not allege that the fall affected the implant. At the time of the call the patient was able to feel stimulation, but was assisted with increasing stimulation/changing programs and confirmed after the adjustment feeling stimulation in the correct area. The therapy change was described as sudden, but the patient reported feeling stimulation in the correct location. The patient also stated that they have an appointment with their healthcare provider (hcp) on (B)(6) 2017. Patient status is unknown at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.